Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using fiasp insulin, re-using insulin, re-using cartridges, and wearing the pump supplies for 4-5 days. Tandem clinical support informed customer using fiasp insulin, re-using insulin, re-using cartridges, and wearing the pump supplies for 4-5 days, is off label per the user guide. No reported impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate form of insulin therapy.